Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A new non-bsc lead was successfully implanted. No additional patient adverse effects were reported.